Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a revision on (B)(6) 2014 because it was wrong the first time. The patient had to go back and have another operation. They put the implantable neurostimulator up too high so that he had to have a revision to fix this issue. When the patient woke up after the initial implantable neurostimulator implant surgery, they turned the stimulation on, and he immediately felt it in the wrong location (in his stomach organs). When they ¿cut him open again,¿ they ended up putting everything lower to fix the issue. There were no further complications reported or anticipated.